Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was performed and found no issues during the original build. Because the pump was not returned mmdg was not able to investigate or confirm the complaint. This report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter stated that sometimes the pump "makes a strange noise, but would not infuse and would not alarm". Mmdg made multiple attempts to contact the initial reporter and obtain additional information, however, no other information was available. (B)(4).

Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was performed and found no issues during the original build. During the investigation of the pump, it was found that the pump had experienced multiple no flow in and no flow out alarms, which is what caused the pump to "not infuse". There were no issues with the pump, it was operating as expected. Based on this, no MDR should have been filed.

Event description:
The initial reporter stated that sometimes the pump "makes a strange noise, but would not infuse and would not alarm". Mmdg made multiple attempts to contact the initial reporter and obtain additional information, however, no other information was available. (B)(4).